Event description:
It was reported that the patient presented in clinic with infection. Vegetation was noted on the right ventricular (rv) lead. The physician not allege abbott devices or any procedure involving the abbott devices, caused, or contributed to the infection. On (B)(6) 2021, the physician explanted the rv lead. The patient condition was stable.